Manufacturer narrative:
This MDR report is to follow up on record ID (B)(4), originally reported in the 2019 asr report for february 2019 - march 2019, under product code otn / exemption # e2014015. The device item description and model number have been updated in this report.

Event description:
This MDR report is to follow up on record ID (B)(4), originally reported in the 2019 asr report for february 2019 - march 2019, under product code otn / exemption # e2014015. The device item description and model number have been updated in this report.